Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic when performing consecutive blood glucose tests. The medical surveillance specialist (mss) spoke with the patient six days later, and obtained the following information. The patient reported that on the late evening of the day prior to original date she obtained blood glucose readings of "178, 195, and 114 mg/dl" with the subject meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl. The patent reported that she generally administers novolog and levemir insulin (based on a sliding scale) at bedtime; however, did not recall if she administered her usual dose that evening. The patent claimed that she developed symptoms of feeing shaky and lightheaded. In response to the symptoms, the patient stated that she drank soda and ate something, and reportedly felt better afterwards. At the time of troubleshooting, the cca that the patient was using the correct testing technique and cleaning the puncture area properly. In addition, the patient confirmed that the subject test strips appeared in good condition. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.